Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, patient hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was reported during follow up that the cause of the peritonitis event was a breach in aseptic technique. The breach in aseptic technique was further described as due to caretaker change. On the same day as event onset, the patient was hospitalized for the event. Fourteen days after hospital admission, the was patient was discharged and was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.